Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a (B)(6) female patient with end stage renal disease (esrd) on pd therapy, was diagnosed with peritonitis and started on antibiotic therapy; drug name, dose, route, and frequency unknown, on (B)(6) 2015. According to the pdrn the patient has a habit of reusing the drain lines, and the patient was re-educated that the best practice was to avoid reusing the drain lines. The pdrn state the patient was not hospitalized for the episode of peritonitis. As of (B)(6) 2015, the patient's signs and symptoms of peritonitis resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. The exterior of the cycler shows no physical damage. During the simulated treatment of the device the machine passed all test performed without any failures or problems. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the DHR review confirmed the labeling, material, and process controls were within specification. The post market surveillance department requested medical records and have not been provided.